Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient was having an MRI and it was unknown if it was due to a problem with the device or therapy. The symptoms of lower extremity weakness and paraplegia were reported. These were considered a sudden change in therapy/symptoms. The event date was asked, but unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.